Event description:
A vaxcel mini port was being placed in 2005. During the procedure, the peelable sheath did not peel correctly and broke apart. The physician needed to use hemostats to be able to complete the procedure.